Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital after visiting the clinic with weight gain that had progressively increased. The patient had gained up to 30 pounds in 7 months, and his creatinine increased to 1.85 and potassium increased to 5.7. The hospital staff was taking a chest x-ray and possibly an echo, and administered 80 mg of lasix. Add'l info was received from the vad coordinator that the x-rays showed mild cardiomegaly with extensive pleural calcifications, and that this was not new. The echo was performed and showed trace aortic regurgitation, they were unable to estimate the patient's ventricular ejection fraction (previous echo with definity showed an ef of 15%); valve opens slightly with each beat. The patient was discharged 9 days later. The vad coordinator also reported that the patient was seen in the clinic today and has a little swelling, and was started on metolazone twice weekly. It was reported that the patient had light pedal edema, but this is normal for him when he rides in the car (they are over an hour away). He had some swelling to his left trapezius area, however, they feel that is due to his polymyositis which is how he was diagnosed due to that particular swelling. The patient remains ongoing.

Manufacturer narrative:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital after visiting the clinic with weight gain that had progressively increased. The patient had gained up to 30 pounds in 7 months, and his creatinine increased to 1.85 and potassium increased to 5.7. The hospital staff was taking a chest x-ray and possibly an echo, and administered 80 mg of lasix. The pt remains ongoing. The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.